Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 remained on. After the device was activated and the button was released, it still stayed burning. The pa immediately disconnected the cord and the activation stopped. He plugged the cord in again and the energy activated without the button being pushed. A new unit was used to complete the procedure. There were no pt effects. The product was discarded.